Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm of unknown size . It was reported that during follow up approximately 2 years post the index procedure, a type ib endoleak was noted. An additional valiant stent graft (vamf3030c150tj ) was implanted distally to just above the celiac artery, which resolved the endoleak. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient will be monitored by their physician.